Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure the right atrial (ra) lead perforated the patients atrium. The patient required an intervention to open their chest in order to repair the perforation. The lead remains in use. No further patient complications have been reported as a result of this event.